Event description:
A dialysis patient code with the use of this dialzyer. The facility was contacted, a verbal report received as well as the treatment sheets from the don. For this event, the patient was sob pre-rx. Dialysis was initiated when 45 minutes into the therapy, ns was given to maintain a stable bp. The bp at that time wa 138/67 when the patient became unresponsive and bp now 152/80 with a hr of 64. CPR was started, 911 called, AED applied and used x1. Patient retransfused, paramedics arrived and took over CPR. The patient remained unconscious and was placed in a guerny to be transferred to the ER. The patient was admitted for syncope and was discharged in 03/2006. An order was given to do not ultrafiltrate more than 3.5 kg per treatment. The patients dry weight was incresed to 91 kg. The verbal report from the don stated she believes the symptoms "could not be e-beam. This patient is withdrawn, has increased bp, and is not taking her meds, has increased fluid, feet are swollen, and staff is unable to remove fluid and the patient is unable to tolerate fluid removal. We request her to return for fluid removal and we get o response from the patient. This patient has recently lost her husban who was also a dialysis patient and she reportedly frequently states "he is waiting for me". The patient has a history of apnea. Also the patient has heart failure. The patient receives hemodialysis in this unit with an 108nr with continuation of unresponsive episodes but less frequently. "A companion sample is available for an evaluation".